Event description:
It was reported that a patient experienced a localized burning sensation during use of an appliance fashioned using essix ace plastic material; no redness / swelling was present. There is no indication that intervention was required as a result.

Manufacturer narrative:
While it is unknown if the plastic material used in this case caused or contributed to the patient's symptoms, it is possible an allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.